Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that due to an accident prior to implant, the patient had nerve damage in her shoulders, her pelvic bone cracked in two places, and her tail bone was messed up. This pain ceased prior to the spinal cord stimulation implant. Three to four years after the implant, these areas began to hurt again. Since they weren¿t hurting at the time of implant, the leads weren¿t placed to cover these areas. Additional information received reported that steps taken to resolve the pain affected by the accident prior to the stimulator implant were years of spinal injections, many drugs, hospitalizations, braces, bedridden, and still in awful pain. The pain was resolved wherever the leads were installed, mostly. Their stimulator was sluggish to respond.

Manufacturer narrative:
(B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.